Manufacturer narrative:
In response to FDA report number mw5085067. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is "had breast implant fail and start leaking."

Event description:
Patient reported via regulatory agency that their right side breast implant "failed and started leaking" and "then their endocrinologist pointed out their breast implant could be the cause, so they had implant and capsule removed at their own expense". Device was explanted.